Manufacturer narrative:
A good faith effort was made to obtain additional information associated with this complaint evaluation, but attempts have been unsuccessful. If additional information is later obtained, the complaint will be reopened.

Event description:
During a patient use event, the user is reporting the device did not shock and continued with the resuscitation. Patient outcome is unknown.